Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead dislodged. Surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead is not expected for return, as it was discarded at the hospital.